Event description:
It was reported that during a procedure to treat a lesion in the right coronary artery, a perforation occurred which required the use of a graftmaster stent. A guide wire was advanced into the vessel. The 3.5x16 mm graftmaster stent delivery system (sds) was advanced, but neither the guide wire or the sds could cross to the perforation due to the anatomy. Balloon dilatations were performed to treat the perforation. The patient is reportedly stable. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.